Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had database error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had database login failure. A technical support specialist dialed in and confirmed the application did not launch due to the error message. The station was rebooted, but the error persisted. The specialist attempted to deploy the remote smart service (rss) agent and package as per the knowledge article (ka) "medapplication not launching automatically; station at blue screen" but the deployment failed. Subsequently, steps from another ka "how-to ¿ recover / repair a corrupted dsclientoltp database" were followed to repair the application. After completing the repair, the medapp application launched successfully, and synchronization details such as last download, upload, and heartbeat were verified as current. The customer confirmed that the machine was back up and running. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had database error. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.